Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, low bg's are due to the customer delivering insulin and then exercising. Customer drank orange juice to stabilize bg levels.